Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient will undergo a revision of the spinal cord stimulator system. Reason for revision is unknown.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient will undergo a revision of the spinal cord stimulator system. Reason for revision is unknown.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure wherein a lead will be repositioned due to lead migration.

Event description:
A report was received that the patient will undergo a revision of the spinal cord stimulator system. Reason for revision is unknown.